Event description:
It was reported that device migration and explantation occurred. It was noted the internal structure of the left atrial appendage (laa) was complex and the space of the distal lobe of the laa was small in size. A laa closure procedure was being performed. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed. After meeting release criteria, the closure device was released and implanted. After 30 minutes of observation, it was noted the shape of the closure device had changed and it was noted it had shifted. The physicians decided to retrieve the closure device with a snare, yet during the snare attempt the closure device embolized. The closure device was finally retrieved and removed, and a 31mm wds was inserted, deployed and implanted. There were no patient complications. The procedure was concluded, and the patient remains stable.

Event description:
It was reported that device migration and explantation occurred. It was noted the internal structure of the left atrial appendage (laa) was complex and the space of the distal lobe of the laa was small in size. A laa closure procedure was being performed. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed. After meeting release criteria, the closure device was released and implanted. After 30 minutes of observation, it was noted the shape of the closure device had changed and it was noted it had shifted. The physicians decided to retrieve the closure device with a snare, yet during the snare attempt the closure device embolized. The closure device was finally retrieved and removed, and a 31mm wds was inserted, deployed and implanted. There were no patient complications. The procedure was concluded, and the patient remains stable. It was further reported the patient required a transfusion during the procedure due to the length of the index procedure and some bleeding from the groin site, as the patient had a known history of bleeding. The shape of the laa was noted to be a cauliflower and both lobules were smaller and far apart from each other. The compression ratio of the closure device had been 18-22 percent, left atrial pressure 16-8-12, and the patient had been in sinus rhythm at the time of the implantation.

Manufacturer narrative:
Device evaluated by MFR.: the watchman flx laa closure device and delivery system (wds) was received for analysis and the reported event was not confirmed. Returned product consisted of a wds with the implant in a separate bag, and the implant fabric was saturated with blood. Visual inspection of the device found the implant frame to be damaged. Microscopic examination revealed tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. This type of damage is consistent with snaring the device for removal. There was tip damage which is consistent with deploying and recapturing the implant. No other damage or defects were observed. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip and frame damage were attributable to procedural factors. H6 component code changed from part/component/sub-assembly term not applicable to chassis/frame and tip. H6 evaluation method code changed from to device not returned to testing of actual/suspected device. H6: evaluation result code changed from no device problem found to operational problem identified. H6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device.

Manufacturer narrative:
B5: information added h6 patient code changed from no clinical signs, symptoms or conditions to hemmorhage/blood loss/bleeding. H6 impact code added: blood transfusion.

Event description:
It was reported that device migration and explantation occurred. It was noted the internal structure of the left atrial appendage (laa) was complex and the space of the distal lobe of the laa was small in size. A laa closure procedure was being performed. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed. After meeting release criteria, the closure device was released and implanted. After 30 minutes of observation, it was noted the shape of the closure device had changed and it was noted it had shifted. The physicians decided to retrieve the closure device with a snare, yet during the snare attempt the closure device embolized. The closure device was finally retrieved and removed, and a 31mm wds was inserted, deployed and implanted. There were no patient complications. The procedure was concluded, and the patient remains stable. It was further reported the patient required a transfusion during the procedure due to the length of the index procedure and some bleeding from the groin site, as the patient had a known history of bleeding. The shape of the laa was noted to be a cauliflower and both lobules were smaller and far apart from each other. The compression ratio of the closure device had been 18-22 percent, left atrial pressure 16-8-12, and the patient had been in sinus rhythm at the time of the implantation.